Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed three clips as intended and it ejected the remaining three clips. Finally, it locked out as intended. A batch/lot record review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during a vats lobectomy procedure, the clip was fed into the jaws sideways and dropped into the patient. The dropped clip was retrieved with a forceps via a trocar. There was neither unexpected noise nor resistance while firing. Although it was unknown which firing of the device this event occurred on, it occurred after several firings. The device did not clamp something hard, but it was slightly used to separate the lung parenchyma from the breast. The device was not fired after this incident. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At what firing did the issue occurr? --- the information was not provided from the hospital.